Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. The helix of the lead was extrinsically bent and visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 5086mri45 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited high post-operative thresholds due to dislodgement. The lead was repositioned. Higher thresholds were later observed a second time due to dislodgement. The lead was repositioned but the physician was not satisfied with the threshold measurement obtained. The lead was ultimately explanted and replaced. No patient complications have been reported as a result of this event.